Event description:
It was reported the device was used during a tonsillectomy. It was reported the hp052 quit during use and customer could not get it to work again. The case was completed using a second handpiece. There was no consequence to the pt.